Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose and the customer reported that the insulin pump alarmed compromised force sensor system. The customer blood glucose level was over 450 mg/dl at the time of incident and the current blood glucose of the customer was 236 mg/dl. Customer's mother reports they were able to clear the alarm. Customer's mother reports they was able to complete rewind. Customer's mother did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer's mother was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test.